Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported for this lot number for this failure mode to date. The device was returned. The investigation is confirmed for retractions issues and a break at the proximal balloon glue joint. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that after one inflation, the pta balloon was difficult to retract through the introducer sheath. The balloon was removed in its entirely. There was no reported patient injury.